Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device evaluation not required. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+2.0/089 (sphere/cylinder/axis), during the same surgery due to the lens was stuck in the cartridge or injection system and was damaged. There was no patient injury. The lens was replaced on (B)(6) 2021 with another same model/length lens and the problem was resolved.